Manufacturer narrative:
Investigation summary: 5 samples were received. They were visually inspected. All 5 have the tip bent. The photos provided show the cannula blunt plastic with tip bent. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 2nd complaint for lot # 9193682 for this type of defect or symptom. Previous complaint (B)(4). There was no documentation for this type of defect during the entire production run of this batch. Root cause description: this would have happened during the multivac packaging process. The bottom web is formed to create a kind of nest and the part is placed in the "nest". Then the top web is placed, and the blister is sealed. In this case the needle tip was overexposed to the heat sealing the top web. This would have happened while the process was stopped. The part with the needle bent was not detected. Rationale: CAPA not required at this time.

Event description:
It was reported that the 17 g bd blunt plastic cannula was found to have a bent tip prior to use. There are 5 separate occurrences. The following information was provided by the initial reporter, translated from (B)(6) to english. Verbatim: ¿the tip was bent.¿